Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 indicated that the pulse generator was still exhibiting noise on both channels resulting in automated mode switch episodes; physician believes this is due to contact between leads. Lead provocative testing and pocket manipulation reproduced the noise on the atrial channel. No medical intervention was performed. The patient was in good condition post event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed on both channels of the pulse generator which resulted in automated mode switch episodes. The physician believed this to be an oversensing of myopotential signals. No patient symptoms were reported. Provocative testing found reproducible noise on the atrial channel. Device reprogramming was performed.